Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed and the reported device performance allegation cannot be confirmed. A review of the device history record indicates that the device met all manufacturing specifications at the time of release. A labeling review was conducted and confirmed that the instructions for use include specific inspection instructions and warnings regarding fiber damage, including the potential for accidental laser exposure or injury to the patient or treatment room personnel. The reported patient symptom of burn(s) is a known and anticipated risk associated with this device type and procedure and is documented accordingly in the product risk analysis and IFU.

Event description:
It was reported that during a procedure, the moses 200 laser fiber broke while firing outside the patient. The incident caused burns to both the physician and the patient. The moses laser was immediately removed from use, and the procedure was stopped. The patient was under general anesthesia, and no further medical interventions were required. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Corrected field: h1 type of reportable event. B1 adverse event/product problem and b2 outcomes attrib to adv event have been corrected.

Event description:
It was reported that during a procedure, the moses 200 laser fiber broke while firing outside the patient. The incident caused burns to both the physician and the patient. The moses laser was immediately removed from use, and the procedure was stopped. The patient was under general anesthesia, and no further medical interventions were required. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during a procedure, the moses 200 laser fiber broke while firing outside the patient. The incident caused burns to both the physician and the patient. The moses laser was immediately removed from use, and the procedure was stopped. The patient was under general anesthesia, and no further medical interventions were required. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.